Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract from the vein during use when the button was pressed. The following information was provided by the initial reporter: "needle did not retract when button hit after inserted into vein."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract from the vein during use when the button was pressed. The following information was provided by the initial reporter: "needle did not retract when button hit after inserted into vein."